Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The pdrn stated the cause of the patient¿s peritonitis is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was admitted to hospital based on fungal infection culture results at pd catheter site. Patient is getting pd catheter removed at the hospital. The plan is for the patient to receive temp hemodialysis (hd). During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, cloudy peritoneal effluent fluid, and pd catheter exit site tenderness. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided). However, on (B)(6) 2025 the patient¿s preliminary peritoneal effluent fluid culture returned positive for candida parapsilosis, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a temporary hd catheter (not a fresenius product). The patient¿s vancomycin and ceftazidime were discontinued, and replaced with intravenous (IV) ciprofloxacin (dose, duration, frequency not provided) post hd. The patient transitioned to hd without any known issues and remains hospitalized as of (B)(6) 2025. The patient is recovering from the serious adverse events and will likely return to pd once the infection has cleared. The pdrn stated the cause of the serious adverse events is unknown, as the patient practices good aseptic techniques. However, per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was admitted to hospital based on fungal infection culture results at pd catheter site. Patient is getting pd catheter removed at the hospital. The plan is for the patient to receive temp hemodialysis (hd). During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, cloudy peritoneal effluent fluid, and pd catheter exit site tenderness. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided). However, on (B)(6) 2025 the patient¿s preliminary peritoneal effluent fluid culture returned positive for candida parapsilosis, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a temporary hd catheter (not a fresenius product). The patient¿s vancomycin and ceftazidime were discontinued and replaced with intravenous (IV) ciprofloxacin (dose, duration, frequency not provided) post hd. The patient transitioned to hd without any known issues and remains hospitalized as of (B)(6) 2025. The patient is recovering from the serious adverse events and will likely return to pd once the infection has cleared. The pdrn stated the cause of the serious adverse events is unknown, as the patient practices good aseptic techniques. However, per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.